Manufacturer narrative:
(B)(4) - device 7 of 8. E1 patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported by the patient that eight infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin successfully no further information available.